Event description:
During a laser lithotripsy of a renal stone, doctor stated that the laser fiber had broken. Remaining portion of laser fiber was removed from ureteroscope. On inspection of the stone, the tip of the laser fiber was seen protruding out of the stone. Multiple attempts were made to basket the piece of laser fiber.